Event description:
Additional information was received from a patient. It was reported the patient had mentioned instances where they had turned the stimulation up and it was too high for them and was uncomfortable; the patient confirmed these instances were resolved by adjusting stimulation.

Event description:
A patient reported they left the hospital, the day prior to the report, on program 1 at 4.3v. They were going to the bathroom normally, they passed urine 3 times, voided, and then had a bowel movement. However, later they weren't passing urine so they changed the "numbers on the unit" and then she started having urinary frequency and leaking. The patient turned the settings down because they thought maybe it was too high. A detailed voiding diary was provided and included symptoms of incontinence and frequency. The patient kept track of the times they had to void; from 11pm until 8:30am they had 9 cases where their urine was uncontrollable, the urine would run out of them like a gusher. They voided 17 times and "10 of those leaks would be rated at a 5". When they sneezed, they wet and that happened twice. They also reported wetting the bed twice. The patient stated it was never this way with her trial. They changed programs to 4 and then changed back to 1 and at the time of the report was on program 1 at 3.9. Stimulation was not felt at the time of the report and they only felt it when they turned up the stimulation. The last time the patient turned up the stimulation it was painful and they felt a shocking sensation. The stimulation felt comfortable when they were sitting but then it would feel stronger on the same setting when they would stand up; it felt like it was shocking them. During the report, the patient increased stimulation from 3.9 to 4.2 on p1 and could feel stimulation comfortably in the bike seat area. The patient also stated that the healthcare provider (hcp) had given them a shot of morphine right after the surgery and wondered if they morphine could be causing their symptoms. They also mentioned they had a nice leather case for their programmer during the trial and wished the cloth case they were given was leather. The implantable neurostimulator (ins) is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.